Manufacturer narrative:
The clinical analyst reviewed this complaint and stated the following: ¿the company clinical applications specialist (cas) reported that the surgeon had explained during the phacoing process of his cataract removal, he began to see vitreous come forward. During cortical clean up, there was some cortex left behind. The surgeon performed a vitrectomy on the patient. The facility nurse noted the surgeon had to perform a pars plana vitrectomy (ppv) on the patient but she was not sure why. The facility nurse recommended that the surgeon be contacted and a questionnaire was faxed to the office. The (B)(4) completed a questionnaire and noted the patient was a (B)(6) year old female with surgery on the left eye (os). The procedure was laser assisted cataract surgery with laser. The customer reported the laser part of the procedure was uneventful. The laser assisted capsulotomy was free floating. The patient was not hospitalized and no medications or therapies were in use at the time of the event. The outcome of the event was noted to be resolved with treatment. In the surgeon¿s opinion it is unknown if the laser system caused or contributed to the event. The pre-existing ocular conditions and medical history was noted as unknown. The surgeon completed a questionnaire and noted ¿possible unusual connection of the lens cortex with the capsule, vs damage during femto -> unknown.¿ the surgeon completed an unplanned surgical intervention to treat the event. The surgeon noted the device did not cause or contribute to the event. The patient did not have any pre-existing ocular conditions or pre-existing medical conditions that were relevant to the event. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patient's comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. After review of reported event, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during the phacoemulsification portion of a laser assisted cataract extraction and retinal surgery, vitreous came forward. During cortical clean up there was some cortex left behind and a vitrectomy was performed. The patients symptoms have resolved.